Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Cts resolved the issue by sending a replacement pump, which included updated software. They provided instructions for using the storage mode and advised on using a g7 sensor with the new pump. The pump was confirmed to be under warranty, and the caller was guided to use mdi for backup insulin therapy. Training for the replacement pump was made available in the tandem source account, and instructions for returning the faulty pump were provided and acknowledged by the caller.